Event description:
Subsequently additional information received states that this patient has dementia and the the device has been reprogrammed to not provide therapy but only act as a pacemaker. The patient also reports hearing beeping tones from the device. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available, this investigation will be updated.

Event description:
Approximaltely ten months later this device was explated for normal battery depletion (nbd) and returned for analysis.

Event description:
Boston scientific received information that this patient's spouse contacted patient support (ps) to ask a question about this devices battery voltage as reported on the patient's monitoring system website. The spouse commented that the battery was at 1.06 volts and asked about the remaining longevity of the device. Ps questioned whether this value was displayed as monitoring battery voltage or charging battery voltage. Ps suggested that the device be checked at the clinic. Additionally the spouse was unaware if the device had been generating beeping tones. The spouse was informed that at the last device check 3 months prior, the monitoring voltage was 2.57 volts. This patient was taking a shower when therapy was delivered. The patient received 2 shocks that resulted in them falling over in the shower. The patient was brought to the emergency room (ER) where they received 9 staples for a cut in their head. The device was interrogated and an episode of atrial fibrillation (af) was identified. The device was reprogrammed and the patient was started on a new medication. The spouse commented that one of the implanted leads was not attached to the patient's heart muscle and the clinic was aware of this situation. The spouse asked if this may have caused the patient to receive shock therapy. Ps informed the spouse that a review of the stored episode following device interrogation at the clinic may address this question. Subsequently, additional information received from the local sales representative states that the monitor voltage on this device was at 2.56 volts. Both leads are attached to the patient's device and heart. They physician was unaware of why this comment was made. Undersensing of af was noted and the device was reprogrammed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
--